Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a low out-of-range impedance measurement. Additionally, there was a lead safety switch (lss) that had occurred and several episodes from the same day were stored. The right ventricular (rv) lead was a non-boston scientific product. Additional information indicates that the non-bsc rv lead exhibited noise and ovsersensing. Further revision was recomneded. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a low out-of-range impedance measurement. Additionally, there was a lead safety switch (lss) that had occurred and several episodes from the same day were stored. The right ventricular (rv) lead was a non-boston scientific product. No adverse patient effects were reported. This product remains in service.